Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited syncopal type of symptoms and loss of capture. The impedance measurement was within normal limits, and noisy signals were observed in the rv channel. Technical services (ts) recommended to bring patient for in-office troubleshooting and to perform an x ray to evaluate lead integrity. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).